Event description:
The account's maintenance stated that the head section dropped inadvertently on the bed. No injury.

Manufacturer narrative:
The account's maintenance stated that he couldn't duplicate the alleged problem with the head section dropping inadvertently. He inspected the head drive and could find no problems. He has placed the bed back into svc.